Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to normal battery depletion.

Manufacturer narrative:
Additional information received indicated that the device was explanted due to normal battery depletion. This complaint is no longer reportable.